Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset occurred. Device experienced a critical ram parity error event (B)(6) 2011 in location "00 fa". Device should be able to recover from the event and continue normal function. Patient may have been exposed to radiation during surgery concurrent with the event.

Event description:
It was reported that there was a power on reset that occured. The patient may have been exposed to radio frequency during a surgery. The device was reprogrammed back to its original settings, and remains in use. There were no patient complications reported as a result of this event.